Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was over 600 mg/dl. Customer reported of going to the emergency room for non-diabetes issue. Troubleshooting was performed and no delivery alarm was resolved but later continued. Customer was advised that no delivery may be due to set occlusion. Customer was advised that infusion set would be replaced.